Event description:
Boston scientific received info that the pt implanted with this right ventricular lead came to the emergency room for chest pain with inspiration. Upon interrogation, changes in thresholds and decreased amplitudes were noted. The lead had dislodged and was successfully repositioned. However, the following day after the reposition there was undersensing and a loss of capture as a result of the lead dislodging again. Subsequently, this lead was explanted and a new lead was successfully implanted. No adverse pt effects were reported.